Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for low blood glucose levels and seizures. The customer was later hospitalized again for the same issue. Troubleshooting was performed and all programming was correct on the insulin pump.